Event description:
A hospital in another country, reported through our distributor that the connector was easy to remove from the expiratory limb of the rt225 breathing circuit. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in another country, the product is not sold in the USA but it is similar to a product which is sold in the USA. The tube end connectors were pull tested. One of the connectors was held loosely in place. The other connectors were not inserted fully into the tube cuffs but were firmly in place. Conclusion: the connectors are machine inserted into the end cuffs of the breathing tube and held tightly in place by an interference fit. The incorrect insertion led to a loose fitting of the connector. Our monitoring and trending for this type of event shows rate of occurrence worldwide for the last year of 0.0008 %.